Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; however, a different issue was identified as well. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.